Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was removed due to infection at the site of the implant not due to device malfunction. A new device was implanted on the other side of the body after infection was cleared and 90 days passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the hcp was not aware of the event. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulator quit working and when the patient tried to increase stimulation they could not get stimulation to go up from 8.5. The caller further indicated that the patient normally feels stimulation, but was not feeling it at the time of the call which is why the patient was trying to increase stimulation. The patient felt that the issue was with the patient programmer (pp) and the pp not working was why the patient could not increase stimulation. Therapy was checked using the pp and stimulation was found to be turned on and set to 8.5 on program 1 and the patient confirmed 50% or better symptom reduction, but again reported that they were not feeling stimulation. The patient was advised that over time the body can get used to stimulation and stimulation sensation may not be felt, rather the patient should focus on symptom reduction and due to the report that the patient was having 50% or greater symptom reduction no changes were made to stimulation settings, but a specific date was given for onset suggesting a sudden change. The patient was advised to follow-up with their healthcare provider (hcp) with any additional questions or concerns. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.